Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the parathyroidectomy procedure, the healthcare professional commented that the stimulating probe was de livering a stimulus inconsistently (sometimes audible feedback on the nerve monitoring device is given, sometimes no audible feedback is given when attempting to deliver a stimulus with the probe). After unplugging and plugging back in the stimulating probe into the patient interface box, audible feedback from the nerve monitoring device was still inconsistent. Replaced the stimulating probe with an equivalent one. Had no issues with the replacement probe after that. The procedure was extended upto 5 minutes. There was no patient impact. Additional information received that no audible tone was heard after attempting to stimulate the nerve. No change in waveform on the monitor after attempting to stimulate the nerve. No muscle relaxant used. Inhalation anesthetic was used. No visual and/or audible indicators alerted the user of the issue

Manufacturer narrative:
Product analysis: visually, the probe tip was bent when returned, but there was no damage to the handle. Electrically, the resistance of the entire assembly shall be less than 0.3 ohms and the actual measurement was 0.3 ohms which was in specification. The tip fit securely into the handle with no issues. Functionally, for further analysis, the device was connected to a nim system using a 1.0ma stimulating current and 100 v threshold and, while stimulating with a patient simulator, the system consistently returned 1.0ma and a waveform/event tone over 200 v. There was no intermittent behavior while manipulating the tip, wire, or connector. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. Previous codes b17, c20 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Previous code d14 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.